Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. It was reported that the suture came away from the needle and that more than one suture has been involved. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/28/2023 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: * please confirm the number of sutures that "came away from the needle" during this procedure. * please provide the lot number. * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. The following information was received: was the product being used in a clinical trial? No did the event happen during a procedure? Yes were you in the procedure at the time of the event? No event outcome/how was it managed? Procedure was completed successfully, and patient was not compromised. A second suture was used. Was there any consequence to the patient due to the event? No was the surgery prolonged due to the event? If yes, confirm how many minutes delay. No has the reporter facility indicated there may be legal action? No is the product available for return? Yes to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: (B)(4)